Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log did not identify the reported problem. Functional testing identified the reported insert slide clamp alarm on channel 1. This confirmed the reported condition. The cause was determined to be an inoperative slide clamp assembly. To address this issue the safety clamp assembly on channel 1 was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an insert slide clamp alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.